Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Customer's blood glucose (bg) was 50 mg/dl. Carbohydrates were consumed to treat bg level. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.